Manufacturer narrative:
(B)(4) 2015 02:23 pm (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, pa noticed the vasoview hemopro had extra plastic in the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted and extra plastic was not observed on the device. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Based on the condition of the device as returned and the evaluation, the reported complaint "extra plastic on the jaws/foreign material present in device" was not confirmed.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, pa noticed the vasoview hemopro had extra plastic in the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.